Event description:
Additional information received indicated the severe paravalvular leak (pvl) occurred following the valve implant procedure and a post aortic balloon valvuloplasty was performed prior to the implant discharge. The cause of the pvl and residual severity of the pvl was not reported.

Manufacturer narrative:
Updated data: a2, b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 11 months following the implant of a transcatheter valve, the valve failed due to severe aortic stenosis. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4, b5, b7, e1, h2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that severe paravalvular leak (pvl) was present immediately following an unspecified valve ¿index¿ procedure. Additionally, nearly 6 years following the valve implant ¿severe¿ hemodynamic valve deterioration occurred specific to an increase in the mean gradient > =20 millimeters of mercury (mm hg) from baseline and a mean gradient of > = 30 mmhg. A redo transcatheter valve replacement procedure was planned but had not yet been performed.